Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient experienced severe halos, star busts, light sensitivity, loss of contrast, loss of depth perception, all ranges of vision was poor and she had floaters along with fuzzy clouds in her vison after surgery. There are 3 areas of iris atrophy at 3, 6, and 9 where. The stromal fibers appeared to be whitened a bit. The lens was exchanged for a different lens 6 months after initial implantation. In the surgeon¿s opinion multifocal lens intolerance cause or contribute to the event. There are two medical device reports associated with this patient. This report is associated with the left eye.